Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have dislodged. X-ray imaging confirmed the dislodgement. The patient's rv lead had exhibited loss of capture and sensing, and had additionally exhibited far p over-sensing and inappropriate capture of the patient's right atrium due to the dislodgement. The rv lead was explanted and replaced on (B)(6) 2022. No patient consequences were reported.